Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that the wake button and pump touch screen were intermittently unresponsive to the customer's input. System check with tandem technical support (cts) indicated that the touch screen was functioning as intended at the time of the customer's contact with cts. Additionally, the customer believed that the pump was not delivering bolus insulin correctly. The customer acknowledged that the bolus settings were correct and insulin on board (iob) after bolus delivery were accurate, however continued to believe that the bolus delivery was not correct. The customer's blood glucose level was 182 mg/dl. The customer continued to use the pump for insulin therapy.